Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the plastic covering the shaft of the device is corrugated and damaged, separated from the ria 2 bone harvesting kit l520, its reasonable to conclude that it was damaged during milling within the bone canal. According to the surgical technique, minimize direct soft tissue contact with suction holes to prevent potential clogging. Using the power driver in drill setting, being reaming under power, slowly advancing the reamer head 20-30 mm and then retracting 50-80 mm, allowing the irrigation fluid to flow in front of the reamer head. Advance the ria 2 system until resistance is felt, then repeat the advance and retraction technique to continue reaming. Note: an insufficient irrigation volume may lead to clogging. To prevent clogging, avoid rapid advancement of the assembly. Caution: periodically check that the reaming aspirate is flowing through the tube and into the suction canister. If there is no material flow, stop reaming, turn off suction and retract the reamer head outside the patient to evaluate for obstructions in the flow path. Stop suction if the reaming is paused with reamer in the canal. Extended reaming under suction may result in excessive blood loss. Clamps on the suction tube can also be used to stop suction. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 03.404.000s lot number: 13901p5 release to warehouse date: 26.mar.2024 expiration date: 01.mar.2025 supplier: (B)(4) manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was delayed for 5 minutes while they brought the other implant box. The surgery was completed without inconvenience, without affecting the patient.

Event description:
It was reported that on (B)(6) 2024, the surgery is started and the assembly of the ria is performed and it is tested before entering the canal, milling channel according to the surgical technique, first with dm 12 cutter and then with dm 10 cutter. The specialist feels resistance, when advancing and returning the milling tree, it is removed from the channel and finds that the tree is disassembled from the metal tip, and the hose in poor condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.